Event description:
In 2005, the physician successfully closed an arteriotomy site with the perclose proglide device following a diagnostic procedure. It was noted that the facility re-prepped the pt before the closure procedure; however, "re-gloving did not take place." The diagnostic procedure revealed blockage in the coronary arteries so the pt was referred to surgery. The closure procedure was performed without any issues; the site was dressed and the pt was transferred to the surgical unit for bypass surgery. The date of the pt's bypass surgery is unknown; however, the pt remained in the intensive care unit (ICU) post bypass surgery until nine days later. The pt was transferred to the rehabilitation unit of the hospital. Soon after arriving on the rehab unit, the pt presented with a "high temperature and knot in the groin; the site was hot to the touch and swollen." The pt was taken for an ultrasound of the affected right groin and put on intravenous (IV) vancomycin at that time. The ultrasound revealed "no pseudoaneurysm and a small arteriovenous (av) fistula between the common femoral artery at the saphenofemoral junction." The next day, the pt was taken to surgery for a "resection of the femoral artery with patch angioplasty using vein and drainage of an abscess." The intraoperative findings revealed, "a moderate size abscess below the fascia in the right groin. There was an infected perclose device with arteritis and infection of the femoral artery. There were no drains placed." Three days later, the pt was transferred back to the rehabilitation unit. The pt had a peripherally inserted central catheter (PICC) line placed on post-op day three (3) and continued to receive IV vancomycin throughout their hospital stay. Two days later, the pt was discharged to home with the PICC line in place for further antibiotic therapy with a home health agency. The pt is scheduled for a follow-up visit with the surgeon in 10/2005.